Event description:
It was reported that the patient is part of a study and had a skin irritation identified as a contact dermatitis. The rash was red and itching. For treatment, the patient was given hydrocortisone 2.5% cream, to take as needed. No further details to report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.